Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported that a volume discrepancy occurred. The actual residual volume was 8 ml and the expected residual volume was 3 point something. The refill occurred on (B)(6)2016 via home infusion. The patient was no longer going to be filling the pump via home infusion. They were having issues when they filled the pump. They got rid of all the tables and did a refill in the chair without the template. It took them like 30 minutes to fill the pump. They kept poking and poking the patient; the patient had to go to the hospital to have the pump filled because they kept poking him. It was mentioned that the patient was a quadriplegic. Additional information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen 2000mcg/ml 470 via an implantable pump. It was reported the pump had a reservoir fill discrepancy. A dye and rotor study were performed and failed the rotor study. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The pump was replaced. The issue was resolved and patient status was alive - no injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
Additional information was received from a manufacturer¿s representative (rep) stating that the pump was being returned. The pump was being returned with another pump, which can be found in pe (B)(4).

Manufacturer narrative:
The initial reporter was inadvertently updated to unknown friend or family member and should have remained (B)(6). The pump was returned for analysis and analysis of the pump found no anomaly with the device. The conclusion code was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.